Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when testing the product before use on a laparoscopic cholecystectomy, firing was not done properly. The clips were not loading properly as well. A new device was used to complete the case. There was no patient injury.